Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode extruded from the ear canal. The user reported slight pain and itch two weeks prior to the event.

Event description:
A cholesteatoma developed which resulted in a dehiscence which likely weakened the blind-sac and allowed the electrode to extrude. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the active electrode extruded into the external ear canal, likely favored by the reported chronic infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. This is a final report.